Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right ventricular (rv) lead exhibited low impedance measurements and there was also high ventricular rate (hvr) episode from the noise oversensing which resulted in pacing inhibition. The clinic will continue to monitor the patient. No intervention was performed, and the patient was in stable condition.